Event description:
It was reported that the tip of the driver is twisted. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The tip of the torx shaft has been sheared off.